Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms, triggering a lead safety switch. It was noted that the non boston scientific rv and right atrial (ra) leads had both exhibited jumpy pace impedance measurements, the ra remaining within normal range. Previous signal artifact monitor episodes were observed due to noise and oversensing of both leads, this resulted in the minute ventilation feature being disabled. Isometrics testing was performed in which no noise was observed. There was ra pacing inhibition observed. The patient was not pacemaker dependent at the time and no asystole of greater than two seconds was observed. Technical services discussed programming options. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms, triggering a lead safety switch. It was noted that the non boston scientific rv and right atrial (ra) leads had both exhibited jumpy pace impedance measurements, the ra remaining within normal range. Previous signal artifact monitor episodes were observed due to noise and oversensing of both leads, this resulted in the minute ventilation feature being disabled. Isometrics testing was performed in which no noise was observed. There was ra pacing inhibition observed. The patient was not pacemaker dependent at the time and no asystole of greater than two seconds was observed. Technical services discussed programming options. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.